Event description:
It was reported (B)(4) incidents of fractures of the groshong lines. Fractured groshong lines whilst treating patients. No other information was provided. This report addresses the second incident.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.